Manufacturer narrative:
The DHR was reviewed and there are no deviations or irregularities noted. Two available retain kits were inspected and packed as required. The vials were properly filled with ampoule, sleeve, and solution. A vial was crushed from each kit and no glass poked through the plastic. The issue was not confirmed.

Event description:
When trying to break the reagent vial prior to use (glass ampoule inside a plastic ampoule), it was reported that the glass poked through the plastic, resulting in a scratch without blood. Additional information indicated that there was no treatment performed outside of basic first aid (flush/rinse area for 15 minutes and apply bandage/band aid).